Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed led power switch overlay required replacement. The fse replaced the power switch overlay to resolve the issue. The device passed testing and was returned to service.

Manufacturer narrative:
Date of report: 30jun2021.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was reported as being in use at the time of the event on a patient and continued to operate when the alarm occurred. There was no delay in therapy nor medical intervention reported.